Event description:
The senior medical surveillance specialist reviewed information the pt/layperson gave to the customer care advocate's (cca's) on 06/04/09. The pt complained that the onetouch ultra2 was new to him and required too much blood, stating, "last month that is why my sugar was off." The pt explained that blood glucoses in approx four months prior and the following month, when he first purchased the system, ranged from 108-137 mg/dl on the meter. After purchasing additional test strips a month later, results, as an example, increased to 150, 170, and 182 fasting in the mornings. The cca discovered the pt had not changed the code in the meter to 17 from 4. The pt alleged that he was not informed of this step. Although his physician had not instructed the pt to adjust his oral diabetes medication pioglitazone [actos], the pt took extra the following month, based on a result that was "more than 288" and felt ill one hour later. The pt did not wish to have the meter replaced. The pt reported the following to this specialist on 06/16/09. The pt confirmed the event and stated he felt dizzy and began sweating after taking the extra medication. The pt went to bed because he "didn't feel like getting something to eat" and attributed his condition to "flu like symptoms." The pt stayed in bed several days, but does not recall taking his actos during that time. The pt called his physician who "yelled at me", he said. The pt did not elaborate. Although the pt had not coded the meter per the owner's manual, resulting in presumably inaccurate results, and took extra medication against the physician's orders, the complaint is reported due to the symptoms that meet criteria for serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.